Event description:
It was reported that during a video radical prostatectomy, the device stopped working during the procedure. The active tip loosened during device cleaning in order to remove the residue. No injury to the pt. It was not reported how the procedure was completed.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.